Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Prior to the restart of anticoagulation, the patient returned to the ER with shortness of breath. While inpatient, the patient experienced a change in neurological status. A head CT was performed which revealed an intracranial hemorrhage. Vitamin k was administered; however, no surgical intervention was performed. The patient had a poor prognosis and the family decided to withdraw care. The patient passed away (B)(6) 2023. It was reported that the patient's outcome was not considered to be device related, as the device was reported to be operating as expected. It was reported that no autopsy was performed and heartmate 3 lvas was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications, including the applicable sterilization and packaging documentation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists stroke, bleeding, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in the emergency room for a foot contusion. No fracture was seen on computed tomography (CT) and x-ray, however the patient's international normalized ratio (inr) was 4.6. Warfarin was held and then the dosage was to be decreased but before the patient resumed warfarin, they were readmitted with shortness of breath. While inpatient, the patient had a change in neurological status and a head CT scan was completed. The patient had an intracranial hemorrhage. Vitamin k was administered, but no surgical intervention was done. The patient had a poor prognosis and the family decided to withdraw care. The patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.